Event description:
Whenever reporter took a test, it came out positive even though reporter is not pregnant. In order to make sure, reporter used other brand such as first response. Their friend also has false positive. Also they have worst customer service. Reporter bought these test device 6 single tests and still has 1 out of 6.